Event description:
The customer contact reported the rate independently changed. The pump was programmed to deliver out of a single 100ml container, regular insulin with a concentration of 1 u/ml at a primary rate of 2ml/hr, a volume to be infused (vtbi) of 100ml, and a secondary rate of 50ml/hr with a vtbi of 100ml. After an unspecified length of time, the nurse noted that the pump alarmed for "air in line and the was was empty." Upon entering the room to address the alarm, the nurse reportedly noted that the rate had independently changed from the intended rate of 2ml/hr to the secondary rate of 50ml/hr for a duration of one hour. The pump was removed from clinical service. The patient's blood sugar was monitored at an unspecified frequency. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.